Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a patient was revised for cup loosening. The acetabular component is procotyl l. Components not revised: profemur(r) proximal body part ID: ppw39104 ,lot number: x02400249; profemur(r) roughened distal stem, tapered part ID: ppw38023 ,lot number: x03398438; profemur® modular femoral neck part ID:pha01212, lot number: v09243858.

Manufacturer narrative:
Pending investigation.